Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 5 standard offset. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an initial left total hip arthroplasty on unknown date. During the procedure it was noted the greater trochanter fractured and repaired with cables. Procedure completed without any further complications.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not able to be confirmed using the provided information. Review of complaint history identified no similar complaints for the reported item. As the lot number is unknown, an additional review could not be performed. Medical timeline was provided and identified the following: the patient had an initial tha, and during the procedure an intra-op greater trochanter fracture was noted and repaired using cables using the hardinge approach. No other contributing factors were noted. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.